Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that there was a cracked tubing at the color gravity module (cgm) allowing air bubbles in the sample line. The fse replaced the tubing at the cgm and was able to run the instrument without further issues. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(4).

Event description:
The customer reported that ca and cb controls were failing on their ichem velocity automated urine chemistry system. Erroneous patient results were not reported out and there was no change or effect to patient treatment in connection to the event.